Manufacturer narrative:
D10: 320-42-03 145-deg pe 42mm hum liner +2.5: (B)(6). 320-15-03 - rs glen pla l post aug, 8 deg, left: (B)(6). 320-10-05 - eque rev tray adap pl tray +5: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 300-01-14 - equi hum stem primy pr fit 14mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). H10: multiple MDR reports were filed for this event, please see associated reports: 10885862086709. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a patient underwent a left total shoulder arthroplasty. Subsequently, seven (7) months later the patient reported dislocating his shoulder. X-rays were obtained and revealed disassociation of the polyethylene liner. As a result, the patient underwent a left shoulder revision of the humeral tray, humeral liner, glenosphere and glenosphere locking screw. The patient outcome was reported as resolved. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: type of investigation and investigation findings. The revision reported was likely the result of dislocation and disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (impingement), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.